Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a matrix mandible plate broke postoperative. The patient initially underwent a surgical procedure on (B)(6) 2013, when the plate in question was originally implanted. On an unknown date, the plate broke in the area where bending took place. The breakage went directly through a plate hole where no screw was placed. A revision procedure occurred on (B)(6) 2015. The broken plate was explanted and a new one was inserted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date of postoperative plate breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4)- manufacturing date: august 23, 2011 - expiry date: august 1, 2021 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the plate broke through the sixth mesial plate hole in the area of no bending. The light blue anodized plate is made of pure titanium. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The chemical composition, the mechanical properties and the microstructure of the plate are in compliance with the international standards. The dimensions of the investigated plate (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The plate showed bending marks caused by a bending plier in the area of the plate where it was not supposed to be bent, according to the surgical technique guide. The fracture site is in this area. On the upper side of het plate some scratches are shown. This might be a result of the implant retrieval. When examining the mesial fracture surfaces of the plate using the scanning electron microscope (sem), the areas of the fracture initiation and the fracture behavior (the direction of fracture propagation) were identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing partly strong destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizable area of the fracture surface. Each striation represents the successive position on an advancing crack front and they originate from cyclic loads (load and unload). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed also a mixed fracture of fatigue striations and structured breakage (crystallographic oriented fatigue fracture). Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic loads. Constantly alternating load cycles over a long period of time lead to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The implant could not resist the applied forces which finally lead to the material overload/fatigue failure. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.